Event description:
It was reported that the lead was explanted and replaced due to lead dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned for analysis cut in two pieces. Visual inspection found external insulation abrasions at 5.5cm from the pin and at 12.5cm to 13.0cm from the distal tip. The etfe coating was intact at these locations. An internal insulation abrasion was found at 28.3cm to 28.5cm from the distal tip. The re cable etfe coating was intact at the same location.